Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached report the analysis confirms that the connection system of the subject device functioned as specified using a duplicate torque-limiting screwdriver. -the svc ventricular setscrew cavity was found clear of any obstruction -no tightening mark was seen on the svc ventricular setscrew tip. A most likely hypothesis is that the svc setscrew was partially engaged at some point before inserting the df-1 plug inducing a difficulty to insert the df-1 plug. This complaint is recorded for trending purposes.

Event description:
Reportedly, the head nurse (B)(6) reported they had a problem with the svc connector of the ICD when preparing for the implantation and that they want to complain- return the device for analysis. Several nurses at the operating room and also the doctor- (B)(6) tried for several minutes during the procedure to insert the df1 plug into the svc coil port without success. Since they did not succeed, they changed the device and want to return the device to microport. The sales resp checked the problem- picked up the device next day ((B)(6) 2025). The sales resp succeeded to put the electrode (r only is1-df1 electrode demo) in the rv df1 and rv is1 connectors without a problem, she could not advance the plug in the svc connector. When closely observing the connector, it seems to the sales resp there is a obstruction, as the screw would be fixed, she tried to unscrew the screw of the svc connector, it seemed the opening did widen a little bit, but still she was not able to insert the plug through the connector. When making the photograph of the connector, it seems to be some kind of metallic dirt inside. The customer wants to make a compliant and send the device to microport for evaluation. Based on the words of the head nurse (B)(6), they were only inserting the sterile plug, and the ICD was not in contact with the patient or his body fluids.

Event description:
Reportedly, the head nurse (B)(6) reported they had a problem with the svc connector of the ICD when preparing for the implantation and that they want to complain- return the device for analysis. Several nurses at the operating room and also the doctor- (B)(6) tried for several minutes during the procedure to insert the df1 plug into the svc coil port without success. Since they did not succeed, they changed the device and want to return the device to microport. The sales resp checked the problem- picked up the device next day ((B)(6) 2025). The sales resp succeeded to put the electrode (r only is1-df1 electrode demo) in the rv df1 and rv is1 connectors without a problem, she could not advance the plug in the svc connector. When closely observing the connector, it seems to the sales resp there is a obstruction, as the screw would be fixed, she tried to unscrew the screw of the svc connector, it seemed the opening did widen a little bit, but still sehe was not able to insert the plug through the connector. When making the photograph of the connector, it seems to be some kind of metallic dirt inside. The customer wants to make a compliant and send the device to microport for evaluation. Based on the words of the head nurse (B)(6), they were only inserting the sterile plug, and the ICD was not in contact with the patient or his body fluids.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.